Manufacturer narrative:
(B)(4).

Event description:
It was reported false auto mode switching episodes were observed on the electrograms due to far-field r-wave oversensing on the atrial channel. Decreasing the atrial max sensitivity was recommend to avoid the oversensing. The patient has not experienced any symptoms. No further information is available.